Manufacturer narrative:
Conclusion: potential factors that can influence valve dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, and other factors. In this case it was reported that the dislodgement was most likely due to patient anatomy.

Event description:
Medtronic received information that this transcatheter bioprosthetic valve dislodged out of the targeted point of deployment position. The physician left the valve in the ascending aorta and subsequently successfully implanted a second valve of the same model and size. No subsequent adverse patient effects have been reported. The physician stated that the dislodgement may have been due to patient anatomy and that the patient had a potentially functional bicuspid valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).